Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that suction pipes for waste liquid were damaged, and he repaired the analyzer. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. One example was provided of an initial result of 387 mol/l and a repeat result of 57 mol/l.